Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose over 400 mg/dl and things the insulin pump was not delivering insulin during the night. The insulin pump alarmed no delivery. Current blood glucose was 265 mg/dl. Customer was advised to disconnect at the quick released. Fixed prime was performed and insulin did exit. Cannula was bent. Insertion site was between the breast and waist. Customer inserted with the serter. Customer was advised to do a complete set changed. Customer's blood glucose was 419 mg/dl at the end of the call and stated is due to stress. Customer treated with a manual injection prior to calling. Customer stated she felt fine but she will call her doctor and declined further troubleshooting. No further information reported.